Event description:
As reported by a field clinical specialist (fcs), a potential valve in valve for an unknown valve failure.

Manufacturer narrative:
The device failure mode, model number, serial number and procedure date are unknown. The investigation is ongoing. The device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. The complaint was unable to confirmed due unavailability of relevant medical record and imagery. Due to the valve serial number was not provided, the presence of manufacturing non-conformances was unable to be determined. A review of the IFU revealed no deficiencies. Per the instructions for use (IFU), reoperation is listed as one of the potential risks associated with the device and tavr procedure. In this case, the valve is not available for evaluation. The reason for thv-in-thv is unknown. Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.10 narrative. Added information on b.1 report type. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. Bioprosthetic valves are known to have a limited life span due to valve degeneration/deterioration or stenosis over time, and it can lead to aortic insufficiency. Valve degeneration/deterioration or stenosis is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is a potential adverse events associated with bioprosthesis heart valves per IFU). With the known inherent risk of device, valves that are reported for degeneration (stenosis) post implantation over 5 years are considered natural deterioration of the valve and not a design or manufacturing deficiency; therefore, it is not included in the risk management file. In this case, the device under investigation had been implanted for more than 5 years (implanted on 08-nov-2012). There is no evidence of a design and/or manufacturing deficiency contributing to the reported event. Therefore, risk management file review is completed, no further action is needed.'' The complaint was unable to be confirmed due to unavailability of medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, ''approximately 10 years and 15 days post-implant of a 23 mm sapien 3, the valve failed due to stenosis. A valve in valve procedure was successfully performed''. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Due to limited information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction. The following sections of this report have been updated: corrected d.1 brand name and h.6 device code. Added information d.6 implant date. Additional information was received. Device code was updated. Per the field clinical specialist, the failure mode is stenosis. The 23 mm sapien 3 valve was implanted on (B)(6) 2012.